Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving morphine (15 mg/ml at 6-7 mg/day) via an implanted pump for the last 2-4 years. The pump had previously delivered morphine (20 mg/ml at 6-7 mg/day). The reporter was not sure when the drug concentration was changed. Per the reporter, the patient had ¿pre-existing conditions (from (B)(6)) which included ptsd, memory issues, copd (from smoking from being anxious) and asthma¿. On (B)(6) 2016 it was reported that one time during a pump refill, the ¿needle slipped and went into the tubes and took 3 months to figure out the catheter was leaking¿ because it had been penetrated by the needle. The reporter could not give specific dates or years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.